Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, it was reported by arthrex legal via email that a patient underwent a procedure to correct a glenohumeral instability on (B)(6) 2022. The patient complained of neck and shoulder pain for a period following the surgery. A follow-up x ray in 2023 revealed a broken metal fragment in the shoulder space. The origin device of the metal fragment is unknown. There was a revision procedure in (B)(6) 2024 to remove the fragment. The products used in the original procedure were: ar-1934pi-30 perc insert kit, (3) three ar-1938bc suture anchor, (3) three ar-3636 fibertak anchors, and (2) two ar-6570f flexible cannulas.